Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer delivered a bolus and played tennis, and experienced a bg level below 54 mg/dl, but was unable to provide a blood glucose (bg) value. To treat the low bg, the customer consumed food and juice. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.